Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) recorded several instances of t-wave oversensing and pacemaker mediated tachycardia (pmt) for which the health care professional (hcp) requested review. Boston scientific technical services (ts) reviewed the episodes in question noting decrease r-wave amplitude and changes in t-wave morphology with increased rate that appeared to account for the misidentified pmt episodes. Review of the remaining episodes noted a slight delay to atrial tachy response (atr) activation as a result of t-wave oversensing causing an atrial sense marker to appear in refractory. No adverse patient effects were reported. This system remains in service.